Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. A review of the event history log shows no abnormalities that would contribute to the event. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a delayed keypad response time during testing. The cause was identified to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate than selected. The problem happened during preventive maintenance in the biomedical service department. It was further stated that they used an infusion pump tester and 2 separate sets and both produced the same results. These sets were used on other pumps with no problems. This pump repeatedly recorded a high delivery rate. There was no patient involvement. No additional information is available.